Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected white blood cell content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected white blood cell content in the platelet product could be donor-related. It also cannot be ruled out that a sampling,calculation, or other process error could have contributed to the higher-than-expected white blood cell content in the platelet product. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(6). The disposable kit is not available for return, because it was discarded by the customer.